Event description:
Glucose values are incorrect when the temperature icon is displayed on the testing device. Results may be either falsely low or high to an extent that may be clinically misleading. The device currently lacks a mechanism to prevent the display of a numerical value when the temperature icon is displayed. The temperature icon may be displayed when the device is used at high temperatures, as in some isolettes in the intensive care nursery or when the device is operated in an environment with fluctuating temps. In either situation this may be extremely dangerous if the result is acted upon clinically. Of 123 devices that hosp has had, 18 have been returned to the MFR because of this problem. At another hosp within the same health system, a greater proportion of meters has been returned to the MFR because of the same problem.